Event description:
(B)(4). I have ongoing sharp pelvic pain. I have achy joints and muscles and unexplained weight gain that I cannot use. I have heavy periods and stomach bloat. I also have dry hair, hair loss and rashes.